Event description:
It was reported that during device preparation and prior to use the stylet/mandrel and the stent protective sheath could not be removed from the 3.0 x 20 mm balloon of the nc trek balloon dilatation catheter (bdc). There was no patient involvement. The device was not used. It was noted by the physician that he has had difficulty with other nc trek balloons when attempting to removed the stylet and has concern that this may damage the device and may result in a detrimental effect on the patient. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.